Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the customer through the reset process. After the reset, the error did not display again, and the customer successfully started their sensor session.